Event description:
A report was received that the pt had a pocket revision due to loss of weight. There was nothing implanted or explanted and the pt is reportedly doing well following the revision.

Manufacturer narrative:
This is the final report.